Manufacturer narrative:
He manufacturer previously received information alleging a ventilator had critical errors. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log contained flow sensors errors. This malfunction may prevent the device from meeting the high or low flow accuracies. This is reportable due to the potential to impact therapy. Per the customer's request, the device will be returned unrepaired. Additional information; the device was not returned to the customer unrepaired. The internal battery and feet were replaced at no charge to repair the device. The device passed all testing.

Event description:
The manufacturer received information alleging a ventilator had critical errors. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log contained flow sensors errors. This malfunction may prevent the device from meeting the high or low flow accuracies. This is reportable due to the potential to impact therapy. Per the customer's request, the device will be returned unrepaired.